Manufacturer narrative:
The insulin pump had broken battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an off no power alarm. Customer changed the battery and then noticed that there was a broken piece off the battery housing. Customer's blood glucose was 195 mg/dl. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that they were hospitalized in 2012 when they went into diabetic ketoacidosis and the pump was off.